Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the device did no use in-patient, the issue was noticed before use, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that when the customer removed the carrier#2, the film dressing adhered to the carrier#2 and got peeled off from the frame. No patient harm. No delay in treatment. Backup dressings were available. The samples will be returned for investigation.